Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported that a 3x28mm xience xpedition stent had been implanted in the left anterior descending coronary artery on (B)(6)2024. The patient was discharged and noted to be compliant on prescribed dual antiplatelet drug therapy. The following day, the patient presented with a myocardial infarction. Angiography confirmed a stent thrombosis and underwent balloon revascularization. The stent remains patent. There were no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. A medical review was performed. The reviewer concluded the following: "the stent was successfully implanted in the lad after pre-dilatation, but patient was re-admitted 1-day post-procedure for stemi. Angiogram confirmed st and was treated with poba. Patient is compliant on dapt therapy. There is no other additional information provided. With the limited details, the relationship of the st to the device is unknown. It could be related to existing patient co-morbidity, the complications during the procedure or if this was device related." The reported patient effects of thrombosis and myocardial infarction are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. Correction: h11 - additional mfg narrative: updated.

Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The reported patient effects of thrombosis and myocardial infarction are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. H11 - additional mfg narrative: updated.